Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead perforated the heart wall. An invasive procedure was performed. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix. Subsequent visual inspection did not reveal any lead tip or helix damage. Electrical testing was then performed and did not identify any product abnormalities. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported perforation.